Event description:
Pc display read "firing squence incomplete". Manual release was used to withdraw circular knife and open anvil for removal from patient. Anastamosis was immediately found to be insufficient, and was resected and redone. Visual inspection determined staples were not completely formed, and the cut ring in the anvil was not cut.